Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the condition of the tissue (normal, diseased, weakened) when pds was used? Was any deficiency or anomaly noted on the suture prior to use? What suture was used to close the other layers? Was there any patient event prior to symptoms (fall, cough, etc)? What is your opinion as to relationship of the suture contributed to the symptoms? What is the current condition of the patient? Do you have any samples or the suture for evaluation? The patient presented at term pregnancy for an elective repeat caesarean delivery; all tissues were healthy by the surgeon's report and he procedure was uncomplicated no specific anomaly or unusual finding regarding the pds suture is reported by the surgeon. The operation was completed by uterine closure with running 0 chromic gut suture, fascia with the running 0 pds noted here, and skin with subcuticular running 3-0 vicryl suture there are no patient events noted to my discussion with the patient at the time of the postoperative complication; she had resumed normal activity at home and noted no unusual activity, accident or fall and reported no unusual postoperative discomfort. The patient is recovering well at present and has had a satisfactory postoperative visit in our office on (B)(6) and scheduled again this week; she has experienced no adverse sequelae of the event aside from the requirement for emergency re operation and primary re closure of the abdominal incision.

Event description:
It was reported that the patient underwent an elective repeat c-section procedure at term pregnancy on (B)(6) 2016 and the suture was used to suture the fascia along the abdomen as a continuous loop and was tied with multiple square knots. All tissues were healthy and the procedure was uncomplicated. No specific anomaly or unusual finding regarding the suture was reported at that time. On (B)(6) 2016, the patient was admitted at a different hospital due to wound dehiscence of the fascia and evisceration. The intestines were visible through the dehisced incision and the suture knots were intact on both sides of the incision but the suture line broke two centimeters from the right sided knot. The doctor opined that there were no patient events noted at the time of the postoperative complication; she had resumed normal activity at home and noted no unusual activity, accident or fall and reported no unusual postoperative discomfort. The second surgery was able to repair the incision with other suture and the patient was released from the hospital. The patient is recovering well at present and has had a satisfactory postoperative visit in the doctor¿s office on (B)(6) 2016 and scheduled again this week. The doctor opined that the patient has experienced no adverse sequela of the event aside from the requirement for emergency re-operation and primary re-closure of the abdominal incision.